Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure with no warm-up timer displayed, which was resolved after guided troubleshooting to restart the sensor and reinitiate pairing, resulting in proper warm-up messaging and timer. Symptoms included no adverse clinical symptoms. Outcomes included no impact to blood glucose and no need for medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after re-start and re-pairing. It was concluded that the event was resolved with standard troubleshooting and that no device malfunction was confirmed.